Event description:
The customer reported a suspected positive biological indicator (bi). The customer was able to recall most of the load but reported that 10% of items were used on pts. The customer stated that there were no reports of injury related to the unrecalled items. The customer reported that one employee might have processed the bi tucked under a flap of wrap instead following the instructions for use, which includes putting the bi in a peel pack and processing it in potentially difficult place for hydrogen peroxide to reach. The customer reported that she would reinstruct her staff on how to process bi's.